Event description:
Information was obtained indicating that the patient has an allergy to cobalt and chromium, which both are present in portions of the vns device (chromium in the stainless steel connector pin and connector ring, cobalt in the lead body conductor).

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had their generator explanted due to an infection. The patient had to be treated with antibiotics and a graft. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional or relevant information has been received to date.